Event description:
During a partial hepatectomy procedure, the suture knots became undone in the abdomen during the surgery. The surgeon applied another product without pt injury.

Manufacturer narrative:
8/12/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.